Event description:
The nurse and the pt called lifescan and alleged the one touch ultra meter was giving the error 4 message. The customer was unable to obtain a reading on the reported meter. The pt did not report any symptoms of high or low blood sugar at the time of the occurrence. A medical professional was contacted for phone advice and no treatment was given. The pt was advised by the medical professional to call lfs and have the meter replaced. The customer care rep spoke with the nurse and the pt and was unable to resolve error 4 issue and the meter was replaced and return is expected.